Manufacturer narrative:
Front left of chair came loose and separated, causing the chair to lean forward. Waited to receive the chair for eval before filing this report.

Event description:
Resident was in shower room sitting on the shower chair. When the cna repositioned the chair to the left, the front left leg of the shower chair broke, causing the resident to lean forward and hit the wall, resulting in a 3 cm bruise.